Event description:
After receiving a single breast implant in 1995 following a mastectomy, the complainant has had a series of problems which they think might have been caused by the breast implant. During 1996, it was diagnosed that pt has chronic fatigue syndrome. Pt has had multiple bacterial and fungal infections of the gi tract. Pt has developed problems with food and mold allergies. Pt has had thyroid and adrenal gland problems. Pt has osteopenia, a pre-osteoporosis condition. The implant, which was a saline-solution filled implant, has deflated. Pt has been treated by many physicians and been to many clinics. Implant remains implanted.